Event description:
It was reported the dermatome device would not turn on. It was reported there was no patient involvement for this event.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: DHR review; device history record reviewed for s-1197 manufactured on 07/27/2011 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 10/02/2013. Complaints history; a two year look-back in trackwise for this reported failure and related to "issues with power " for this product ID shows that (B)(4) complaints were received including this case, see below. Post market information will continue to be monitored. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2011 and last serviced in 2013.